Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end), and the locking line key plug of the video cable section contains foreign material. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error b30 occurs and no image was displayed was due to a broken video cable, however the cause of fiber bonding in the outer tube area (distal end) was damaged and locking line key plug of the video cable section contains foreign material was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed no image and a scope communication error b30.the issue occurred during inspection for use. There were no reports of patient harm.